Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 429 mg/dl, but despite inputting that value into her meter the insulin pump only programmed a bolus of 4 units of insulin; she believes the amount of insulin is too low. The bolus history was reviewed and the customer found that 4.7 units were delivered even though 6.2 units was recommended. However, she had 1.5 units of active insulin and the customer agreed that the 4.7 unit bolus was correct after all. Troubleshooting for the high blood glucose was declined. No products were shipped or returned.